Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The noise was reproducible. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.